Event description:
A ventilator was returned from a third party service center for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The device's system board to interface board cable was found to be disconnected. The device's system board was replaced and the system board to interface board cable was reconnected to address the issue.